Manufacturer narrative:
Result: damaged glide rods.

Event description:
It was reported by service report that the siderail was broken and would not latch all the way up. No pt involvement or adverse consequences were reported.